Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to address the issue. Additionally, the pump battery was depleting quickly, and the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose was 134-143 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.